Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight.based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced post-operative chest pain. Patient was hospitalized and prescribed medication to address the issue, which reportedly resolved.